Event description:
Extraction of wisdom teeth in outpatient setting. During the procedure, the hand piece had a bearing malfunction leading to fractional heating of the hand piece itself. The device was contacting the left upper lip at the time of hand piece activation. This resulted in a thermal blistering of the area involving approximately 1 cm area of the left upper lip, extending approximately 3mm beyond the vermilion border.